Event description:
A customer reported that their pump would not charge. There was no reported impact to the customer's blood glucose level. The healthcare provider suggested setting up an unused tslim x2 pump instead and requested assistance with either troubleshooting or replacing the current pump, as well as transferring the necessary settings.